Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 268 mg/dl and their sensor was alarming them of a low. The customer also stated their insulin pump attempted to go into to threshold suspend due to the inaccurate readings. The customer reported there was 100 point differences between their sensor glucose and blood glucose readings. Customer also reported the insulin pump alarmed change sensor. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.